Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a oesophagus resection procedure, while building a gastric sleeve, the device locked on tissue and was removed with gentle pressure from the jaws with one finger. It was also reported that the surgeon noticed that there were several bleeding spots along the staple line and the cutting line was frayed after the first and second staple line were applied. The surgeon manually sutured the spots to stop the bleeding. A third reload was used to complete the procedure.